Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during an intraocular lens (iol) implant procedure, scratch or mark on optic / blemish/indentation/scuff mark/score mark on optic was noticed after implantation. Subsequently the lens was removed during initial procedure due to defect. Additional information has received and it states that the procedure was completed on the same day.